Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's hand-held computer screen became frozen after interrogation. A soft reset resolved the issue. Site was upgraded to 7.1 software prior to reported event.